Manufacturer narrative:
As the device remains implanted, no further investigation can be performed. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. Multiple times further information was requested from the physician such as lot- / serial no. And possible root cause, but nothing was provided. With the available information, we are unable to determine the cause of this incident and assign a root cause. H6 evaluation codes investigation findings c20 was selected because no device investigations were able to be performed as no further information was able to be obtained from the study coordinator and we did not receive the device back for evaluation. This complaint was initiated based on information received from a study alert. The data provided within the study database were reviewed. No further information was provided to gore. An adverse event appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. No allegation of device malfunction was indicated with respect to device performance. Instead, the available information reasonably suggests that the underlying disease contributed significantly to the reported cardiac decompensation. Cardiac decompensation is a known complication that may occur after tips creation. In the instructions for use the following is stated: warnings increased cardiac output, increased central venous system pressure, increased pulmonary wedge pressure, and a fall in systemic vascular resistance may occur immediately after the procedure. Patients with heart failure, pulmonary hypertension or elevated central venous pressure should be carefully evaluated prior to the procedure and monitored closely afterwards. B5 describe event or problem was updated. H6 evaluation codes medical device problem code a24 was used for cardiac decompensation instead of a27 before.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a transjugular intrahepatic portosystemic shunt creation (tips) with a gore® viatorr® tips endoprosthesis with controlled expansion on (B)(6) 2023, because of ascites grade iii. A ring transjugular intrahepatic access set ((B)(6) medical) was used, and they were able to puncture across the liver tissue (hepatic parenchyma) to access the portal vein from the hepatic vein. The device was successfully delivered and deployed to create an intrahepatic shunt connection and post-dilation was performed. No adjunctive procedures were performed. On (B)(6) 2023, the patient presented cardiac decompensation which required hospital readmission and medication. On (B)(6) 2023, a re-intervention was performed to reduce the shunt diameter to 5 mm to resolve cardiac compensation. The patient was discharged home the same day.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the study number with codes for the hospital and patient. H3: other: engineering evaluation could not be performed as the device remains implanted. H6 evaluation codes medical device problem code a27 was used for cardiac decompensation and shunt dysfunction. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information is requested from the physician, but nothing was provided yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a transjugular intrahepatic portosystemic shunt creation (tips) with a gore® viatorr® tips endoprosthesis with controlled expansion (viatorr-device) on (B)(6) 2023, because of ascites grade iii. A cook ring tips set was used, and they were able to puncture across the liver tissue (hepatic parenchyma) to access the portal vein from the hepatic vein. The device was successfully delivered and deployed to create an intrahepatic shunt connection and post-dilation was performed. No adjunctive procedures were performed. On (B)(6) 2023, the patient presented cardiac decompensation which required hospital readmission and treatment; in this case the type of treatment was medication. A re-intervention related to study device occlusion or shunt dysfunction was performed on (B)(6) 2023. A reduction of the shunt diameter to 5 mm was performed and pressure measurements taken. The adverse event was recovered / resolved, and the patient discharged home the same day.